Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
It was reported that a beta bionics ilet user wanted to return the ilet because it is giving her to much insulin. She states she is insulin sensitive, and the device causes her to go low, and she goes high when correcting. The user reached a peak blood glucose of 274 mg/dl and nadir of 39 mg/dl and experiences shakiness and weakness. She was able to treat the low with juice, and the ilet corrected the high. There was no further intervention required.